Event description:
In 2008, merit determined that a product retrieval was required after investigation of complaints revealed that several disposal depot bags within one lot of custom waste management kits were leaking, thereby rendering the devices unusable. Please note that there was no patient involvement associated with the complaints because the defects were found at prep. There have been no reports of adverse health effects associated with this retrieval.

Manufacturer narrative:
Device evaluation: device evaluation in process, but not yet complete. Evaluation conclusions: all subsequent investigation results will be submitted to the FDA in a follow-up MDR and in accordance with statutory product retrieval reporting requirements.